Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered ten (10) bursts of inappropriate anti-tachycardia pacing (atp) and six (6) electric shocks for what appeared to be sinus tachycardia (st). Technical services (ts) reviewed report with the clinician. Device remains in service. No additional adverse patient effects were reported.